Event description:
It was reported that an external fluid leak was observed from the effluent line of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that there was a leak at the level of the set discharger ring. This component of the effluent line is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the defective component was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.